Event description:
Alleges hand control button stuck and chair dumped customer out when lifting.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges hand control button stuck and chair dumped customer out when lifting.